Manufacturer narrative:
The device has not yet been returned to maquet cardiac surgery for evaluation. We are following up with the customer for the return of the device. A supplemental report will be submitted if the device is received. (B)(4).

Event description:
The hospital reported that during an endoscopies vein harvesting procedure, vasoview hemopro 2 cautery worked intermittently and power supply made weird noises. Large branches were not sealed, which created excess bleeding in the leg. A replacement device was used to complete the procedure. The hospital did not report any patient effects.